Manufacturer narrative:
An event of retraction problem was reported. The flexnav delivery system was returned to abbott for investigation. The locking button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% lever were all manipulated and assessed, and all were functional with no anomalies noted. Visual observation showed no anomalies with the delivery system. The investigation into the returned device confirmed to meet functional specification when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the root cause of the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. During the procedure the valve was unable to be partially re-sheathed into the delivery system. The re-sheath wheel reached the end of travel. The micro-adjustment wheel was used to close the gap. The valve and delivery system were removed from the patient. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. During the procedure the valve was unable to be partially re-sheathed into the delivery system. The re-sheath wheel reached the end of travel. The micro-adjustment wheel was used to close the gap. The valve and delivery system were removed from the patient. There were no adverse effects to the patient. The patient status was stable.